Manufacturer narrative:
G2: country of event - japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis of patient was l3 vertebral fracture. It was reported that, during the l3 vertebral body replacement, the implant was inserted and jacked up, but due to poor positioning, it was jacked down to the original height before expansion and removed. The implant was then reattached and reinserted into the body, and another attempt was made to jack it up. However, a sound indicating cross-threading of the set screw was heard, and it was removed again. Outside the surgical field, it was confirmed that the set screw was loose, and an attempt was made to jack it up, but it did not move. Hence the cage was removed, the same product was tried to implant but, finally it was replaced with another product of same type. Surgery was performed in the order from anterior to posterior. There was a delay of less than 60 minutes reported as a result. The levels implanted were unknown. There were no patient symptom s reported, no additional treatment or surgery performed. No further complications reported.

Manufacturer narrative:
H3: product analysis of part # (B)(4) ; lot # ca21m039 visual and optical inspection of the centerpiece expander did not reveal any damages that would hinder the implant from expanding. Functional inspection with a sample 20/25mm inserter confirmed the implant was able to connect and engage, expand and close without any grinding or restrictions. The body set screw appears to have been backed and threaded back in causing the thread damage. The cage is no longer able to be locked into position due to the damage threads on the screw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.